Event description:
The patient contacted animas on (B)(6) 2012 reporting that at times the down arrow keypad button was sticking and intermittently unresponsive. The patient confirmed that there were no tears to the keypad. The patient reportedly wore the pump under a garment, against the body and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.